Event description:
It was reported that the patient's right ventricular lead and the cardiac resynchronization therapy defibrillator exhibited myopotential oversensing on both the sense and discriminator channels, noted on stored egm. The noise was oversense as ventricular arrhythmia. The patient received inappropriate atp therapy due to oversensing. Inhibition of pacing was also noted. The patient felt symptomatic due to the inhibition of pacing. Noise was reproducible in clinic with isometrics. The device was reprogrammed. The issue was resolved.

Manufacturer narrative:
Supplemental MDR required to report new information about patient condition. (B)(4).

Event description:
New information available on (B)(6) 2017 reveals that, the patient felt lightheaded prior and post the programming changes were made.

Event description:
New information available on (B)(6) 2017 reveals that, the issue was not resolved after programming changes were made. Noise was still reproducible but pacing was not inhibited. The patient would continue to be monitored.